Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. To address the issue, the customer changed the infusion set and cartridge before resuming insulin administration.